Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing appeared to have hard bend, like incomplete kink throughout the line and she experienced high blood glucose level, which they tried to treat it with a bolus via the pump. Therefore, on (B)(6) 2023, the patient was hospitalized due to high blood glucose level. Her highest blood glucose level was 919 mg/dl and had moderate ketone level which was assessed as dangerous/life threatening by the health care professional. The paramedical staff administered multiple daily injection and applied a patch to her. The patient experienced loss of memory and neuropathy in legs caused her falling. Moreover, the infusion set had been used for less than 2 days. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. No further information available.